Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that a cleo 90 infusion set became detached from the patient¿s abdomen overnight. As a result, insulin delivery was interrupted, and the patient transitioned to manual injections. The patient noted that the adhesive at the infusion site had been peeling was observed. There was patient involvement with no injury reported.